Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room. Upon interrogating the implantable cardioverter-defibrillator for noise, there were many episodes of non-sustained right ventricular (rv) oversensing. All the electrograms were similar and appeared as short episodes with very low level of noise. Deep breathing and isometric testing was performed. Deep breathing easily reproduced the oversensing episodes. The device was reprogrammed. The patient was discharged and would be monitored.